Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a off no power alarm on the insulin pump. The customer stated they received the alarm two times on the insulin pump. Customer also reported a failed battery test alarm and low battery alert occurring after a battery replacement. Customer's blood glucose was unknown. The customer stated this was the second occurrence of a off no power in less than 24 hours after a low battery warning. The customer declined to troubleshoot for the failed battery test. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty connector on interface board. No unexpected off no power alarm noted. The insulin pump had cracked case at display window corner.